Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after eating a sandwich without announcing the meal while using the ilet bionic pancreas; the highest reported blood glucose was 223 mg/dl and the user noted limited insulin remaining in the cartridge at the time, with assistance from a caregiver needed for supply changes due to a prior hand injury. Symptoms included hyperglycemia without acute effects. Outcomes included no use of backup therapy, no ketone testing, no alerts for severe hyperglycemia, and no medical intervention or hospitalization. Investigation included review of user-reported history and troubleshooting education regarding meal announcements and insulin supply management. Investigation of this case revealed user-related factors, specifically a missed meal announcement and low remaining insulin volume, consistent with expected device behavior when carbohydrate intake is not announced. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement and suboptimal insulin availability.